Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the site reminder was not annunciated when expected. Reportedly, the customer had the site reminder set for every 3 days, and the reminder annunciated a day after expected. Customer's blood glucose level was not impacted.